Event description:
Following a diagnostic catheterization procedure in 2003, a vasoseal elite was deployed. Blood was noted in the sheath, but the collagen was delivered without difficulty and the normal resistnce was met. The pt had a change in pedal pulses on the cath lab table and the cardiologist was notified. The pt was taken for an ultrasound and an occlusion was noted at the groin site. The pt was placed on a heparin drip until surgery could be performed. The surgery went well and the pt was discharged.